Manufacturer narrative:
(B)(4). Concomitant products: stent: express (2) 3.5 x 16 mm graftmaster. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The graftmaster was used for treatment of a right renal artery. It should be noted that the otw graftmaster instructions for use, in the indication section states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The graftmaster was used for treatment of a right renal artery. It should be noted that the graftmaster rx instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.

Event description:
It was reported that procedure was to treat a right renal artery. The patient was admitted to the hospital on (B)(6) 2014 for worsening renal failure. On (B)(6) 2014, two non-abbott stents were implanted in the right renal artery. Post-balloon dilatation was performed and angiography shows a perforation. A 4.0 x 26 mm graftmaster was placed in the proximal to mid portion of the renal artery and a 3.5 x 16 mm graftmaster was placed distally. Post-dilatation was performed with a 4.5 x 20 mm nc trek balloon catheter. Angiography showed the perforation was leaking from the proximal portion of the previously placed stent. The proximal portion was then covered with a 4.5 x 16 mm graftmaster. Post-dilatation was performed to complete the procedure and angiography showed excellent stent apposition and good flow through the right femoral artery with no evidence of the perforation. The patient was discharged on (B)(6) 2014. There was no clinically significant delay in the procedure. No additional information was provided.